Event description:
It was reported that during a gastroplasty procedure, during two firings the staples did not form correctly. They were open and bleeding was noticed. It is unknown how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with a fully fired reload loaded in the device. The returned device was tested for functionality with a test reload on the left and centered articulated positions; when fire to the center the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.